Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was reported that calcification was visible in the left common femoral artery at the access site. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement was attempted in the calcified left common femoral artery with a proglide device using the preclose technique prior an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6f. Reportedly, when the suture of the first proglide device was attempted to be placed at the 10 o'clock position, resistance was felt when pushing the plunger forward during deployment. The suture of the first proglide device was able to be successfully deployed and placed using the preclose technique. A second proglide device was used to successfully deploy the suture at the 2 o'clock position; however, the suture of the second proglide became caught on the suture of the first proglide device deployed at the 10 o'clock position. The suture of the first proglide device was cut and removed from the anatomy and the suture of the second proglide device deployed at the 2 o'clock position remained in the anatomy. A third proglide device was used, deploying the suture at the 12 o'clock position using the preclose technique. The aaa procedure was completed and hemostasis was achieved using the pre-placed sutures of the two proglide devices. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be in-training in the use of the proglide device and in-training in use of the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and functional inspections were performed on the returned device. The difficulty deploying the plunger was not confirmed. The investigation determined the reported difficulties appear to be related to calcification at the access site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.